Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl 400 mcg/ml for a total dose of 148 mcg/day, clonidine 250 mcg/ml for a total dose of 92.5 mcg/day, and unknown baclofen 200 mcg/ml for a total dose of 74 mcg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall and recovery had occurred. The rep stated that the patient went to the healthcare professional (hcp) today (B)(6) 2019 because the pump had been alarming. The logs showed a pump motor stall and the motor stall recovered about 30 minutes later. It was confirmed there was no electromagnetic imaging (emi)/magnetic sources present. The rep stated the patient was at home when they heard the alarm and not near any obvious emi sources. It was reviewed to consider pump replacement and if the pump was explanted/replaced to return the pump to manufacturer. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jun-03 from the healthcare provider (hcp) via a manufacturer's representative. It was reported that the cause of the motor stall was never determined as no other issue had come up since the event. No actions as taken to resolve the issue. The issue was reportedly "so far, so good". The device remained implanted and active. No further information was received.